Event description:
A customer reported a malfunction with their insulin pump. Customer¿s blood glucose (bg) level was 544mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). There were no notable events prior to the malfunction, and the customer did not require third-party assistance. The malfunction code was identified, and although it was resettable, the customer had experienced at least three similar malfunctions previously. Technical support assisted the customer in resetting the pump and arranged for a replacement pump to be sent. The customer opted to continue using the current pump while waiting for the replacement.